Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause is unknown. One photo sample of the distal segment of a 3cg stylet was returned for investigation. The polyimide tubing was observed to have multiple kinks in polyimide tubing throughout the curved section of the stylet. Based on the description of the reported event and photo sample provided, possible contributing factors include damage during use and advancement against resistance. Since the stylet was observed to have multiple kinks, the complaint is confirmed but the exact cause is unknown. A lot history review (lhr) of recv1894 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line insertion was performed with moderate resistance in a pt with spina bifida. It was stated in an effort to correct suspected coiling near the brachio-cephalic junction, line was withdrawn 10cm. When the line was withdraw, it was reported an unexpected sensation was met by the nurse prompting complete line withdrawal. Upon discovery of a ¿kinked¿ PICC wire, it was removed from the PICC and examined. Complete disposal of the first kit and line, with a new kit opened and line placed in pts other arm without incident.